Manufacturer narrative:
Initial and final MDR (B)(4).

Event description:
Reference number (B)(4). Event occurred in the united states, it was reported that patient faced 3 infusion set tubing detached from connector on (B)(6) 2024. Patient replaced infusion set and resumed insulin deliveries successfully.